Event description:
A zimmer drill bit broke off in the patient's tibia. The surgery staff member noticed that the end of the drill bit was missing. A surgeon found the end of the drill bit broken off in the tibia and removed the drill bit. This is the second zimmer drill bit that has broken (previously in august) at our facility. It is not known how many times the drill bit was used prior to this occurrence.the site is going to go to a single-use drill bit and we are investigating and evaluation different manufacturer's products. .